Event description:
It was reported that a power injectable microbore catheter extension set leaked from the connection of the tubing to the male luer lock adapter. This occurred during a blood draw. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Administrative assistant, materials management. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects on the device. A functional flow test and an underwater pressure test were performed, no signs of blockage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.